Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the calcified plaque of the middle left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. Inflation was performed two times. However, during second inflation at 15 atmospheres for 30 seconds, the balloon ruptured under nominal pressure. The device was removed, and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.